Manufacturer narrative:
The user received a sensor replacement alert on (B)(6) 2025, day 147 after insertion. The RMA was authorized for the return of the sensor for further investigation. In-house testing of the sensor showed that the sensor was chemically underperforming, indicative of oxidation of the chemical component of sensor (hydrogel). The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The user was offered a sensor replacement as a resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.